Event description:
During the procedure, it was reported that the physician soaked the guidewire in saline for more than 30 seconds and then performed shaping on the tip of the guidewire since the patient had tortuosity of the vessels. The tip of the guidewire broke during the shaping process and it was discarded.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation as it was discarded.(B)(4).